Event description:
A hydrothermablator was used for a hydrothermablation procedure(age, weight unknown). According to the complaintant, the doctor was performing an endometrial ablation procedure prior to the hta and had, without knowing it, perforated the uterus. The hta unit was set up and the procedure began. The hysteroscopy had been performed when the unit immediately alarmed. We went through the system check and determined there was no leak, so we continued. The unit again alarmed, so we aborted the case as instructed to do so following two alarms. A perforation of the uterus was confirmed when a laparoscopic procedure was performed. It was also confirmed that the perforation occurred during endometrial ablation procedure. The perforation was repaired with the laparoscopic procedure and there were no further complications reported with this event.

Event description:
Note: this report is a supplement to manufacturer report #3005099803-2008-2521.

Manufacturer narrative:
No device evaluation was performed as product was not returned. A device history review was performed and no anomalies were noted.